Manufacturer narrative:
Updated information in section d10 concomitant product. The field service representative (fsr) inspected the architect c16000 processing module, performed multiple troubleshooting procedures including part cleaning and replacement. The fsr determined the worn tubing, peristaltic head (rohs) the likely cause of the result issue. The fsr replaced the tubing, peristaltic head and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and supported the complaint issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result generated on the architect c16000 processing module for one sample. The following results were provided: sid (B)(6) initial result = 196 mmol/l, sample repeated the next day = 141 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result generated on the architect c16000 processing module for one sample. The following results were provided: sid (B)(6) initial result = 196 mmol/l, sample repeated the next day = 141 mmol/l no impact to patient management was reported.